Manufacturer narrative:
Reported problem which was stated that there is no warm air coming out was verified by functional testing. It was found out that the red lead wire of the thermistor board assembly at the hose end was broken. The l1-hose was replaced to correct the issue. The device passed all functional tests after the repair.

Event description:
It was stated that there is no warm air coming out and the customer wants to know the cause of the event. Event occurred before patient use, during testing. There was no patient involvement, and no patient harmed reported.